Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.

Event description:
It was reported the device system was explanted due to infection and sepsis. No further patient complications were reported as a result of this event.